Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not feeling well and passed out. When customer called healthcare professional after awaking from unconsciousness and was advised to go to the emergency room. Customer was taken to the emergency by a friend on (B)(6) 2016. Customer's blood glucose was 23 mg/dl. Customer also experienced chest pain. Customer was treated with fluids. Customer was wearing insulin pump at the time of hospitalization. Customer was still at the hospital at the time of call. Troubleshooting was performed on insulin pump but could not continue as customer removed insulin pump prior to going to the emergency room. Customer would call back with more information.